Event description:
It was reported that revision surgery was performed due to metallosis. The devices were implanted in 2004. The femoral stem remains implanted.

Manufacturer narrative:
The use of a competitor's femoral stem in conjunction with these devices constitutes an off label application.